Manufacturer narrative:
(B)(4) 2014. This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. The customer reported that the device displayed a red x on random occasions. There was no reported patient involvement. The philips repair branch evaluated the device and confirmed the problem. The battery pca was found to be damaged with bent pins. The damaged battery pca pins are not considered a malfunction. The service call is resolved. None requested. None warranted.

Event description:
The customer reported that the device displayed a red x on random occasions. There was no report of patient involvement or that the unit failed to power up.